Event description:
Patient dropped pump and it broke into pieces. Pump was not attached to the patient at this time. New pump was sent to the patient. No adverse event noted the box we send the new pump in is also the return box. Pump is cadd legacy sn (B)(4). Dose or amount: 18ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to ongoing.